Event description:
An unspecified insertion issue regarding the application of the abbott diabetes care (adc) device was reported. Furthermore, the customer indicated that they received the adc sensor and observed ¿black marks on the needled¿ prior to device application, however, the customer continued to use the device and apply to their extremity. After further follow-up, the reported device issue was determined to ¿meet the non-sterile criteria.¿ no further information was provided. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.